Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, medical records indicate that there was extensive amounts of calcification prior to the valve implantation. Extensive calcification was also noted during explantation of the valve. It has been determined that the root cause of this event was due to procedural related factors at initial time of implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic aortic valve, implanted for six (6) days, was explanted due to severe aortic insufficiency secondary to perivalvular leak. The patient initially presented with aortic stenosis requiring aortic valve replacement. It was noted that there was an extensive amount of calcification into the aortic annulus and also in the sub-annular structures almost circumferentially around the valve. However, post-operative tee showed severe aortic insufficiency and perivalvular leak. It was felt that the patient required re-operation. During explantation, the perivalvular leak appeared to occur at the area of the commissure of the right and non-coronary cusps and also toward the non-coronary cusp. From the previous operation, there was an extensive amount of calcification extended down into the aortic-mitral fibrosa and also into the mitral valve annulus and anterior leaflet of the mitral valve. The explanted device was replaced with another edwards bioprosthetic valve. At completion, there was trace aortic insufficiency with no significant improvement in hemodynamics and increase of the diastolic pressure. The patient tolerated the procedure well without any complications and was transferred to the cvicu in critical but stable condition. The patient was discharged home in stable condition.